Manufacturer narrative:
This report is being supplemented to add an h6 code based on the legal manufacturer's type of investigation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. G2 - checked "other" to add the country china. G3 - correction to g3 of the initial medwatch. The aware date should be 21-nov-2021. Olympus will continue to monitor field performance for this device.